Event description:
According to the reporter: the surgery performed after uterine fibroid extraction valuation is done by the attending physician and can be seen that the wound is completely open and interrupted sutures. So you must re-enter again for washing surgical surgery and closure with sutures independent booster shots.

Manufacturer narrative:
(B)(4).